Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2017 with the following findings: investigation revealed that the audio bolus button was unresponsive. There was no visible damage to the button cover. The bolus button cover was removed and no defects were found to the button contact. A signal was unable to pass through the bolus button contact during investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was inoperable. This report is made based on results of investigation completed on 06/22/2017.